Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self test, unexpected restart error test, displacement test, and rewind. Motor error alarm noted during basic occlusion test and compromised force sensor system alarm noted during prime/delivery test at 3.5lbs due to faulty back pressure sensor (gold). Motor was tested outside the device and passed. Unable to complete functional test including occlusion test and excessive no delivery alarm test due to compromised force sensor system alarm. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the she had been sent the wrong insulin pump. The customer also reported that she was recently hospitalized due to a blood glucose level around 30 mg/dl. The customer stated that this incident was due to her bolusing too much. The customer stated that this incident began with her having a blood glucose level of 600 mg/dl, which she over treated. The customer was advised that the correct insulin pump would be sent to her and agreed to return the device for analysis.